Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user alleges that after charging his chair over night, during the day, the charging and battery level fluctuates; he "turns it off and on and sometimes it will go back up to full but usually just to 3 or 4 bars".